Event description:
It was reported that the patient came to the emergency room with syncope. The ventricular lead impedances were high and noise was reproducible with arm movement. It was further reported that clavicle crushing of the lead was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.